Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: upon insertion of the trocar part of the cannula cracked. Surgery time was delayed by more than 30 minutes but did not affect the patient. Part of the cannula fell into the cavity of the patient. The plastic fragments were found and removed. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).